Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the drive support cap was sticking out and insulin pump had no delivery alarm and motor slow down. The blood glucose was 600 mg/dl at the time of the incident. It was determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump. The device will be returned for analysis.